Event description:
A customer reported a system message displayed during setup for a procedure. The case was canceled. The pt had already received peribulbar anesthesia in preparation for the surgery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported. The system was cleaned and tested and no problem were found. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).